Manufacturer narrative:
The insulin pump received intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 13.2 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.